Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked insulin from the o-ring. The customer's blood glucose level ranged from 380-381 mg/dl. Customer loaded a new cartridge to resolve the issue.